Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of needing to fill reservoir too often. Customer's blood glucose was in the 200 mg/dl, 300 mg/dl and 400 mg/dl. Customer was given a manual injection while visiting healthcare professional and blood glucose dropped to 40 mg/dl. Customer's blood glucose was 92 mg/dl at the time of call. Customer declined troubleshooting for high blood glucose and would monitor blood glucose levels.